Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported an infection occurred. It was further reported that the patient developed a growth on a heart valve and the implantable pulse generator (ipg) system was extracted as a precaution. The ipg system was replaced. No further patient complications have been reported as a result of this event.